Event description:
It was reported that exit block due to lead dislodgement was observed. The lead was explanted when repositioning was unsuccessful. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.